Manufacturer narrative:
The investigation is ongoing. Results of the analysis will be provided to the follow-up report.

Event description:
At time of pick up a citadel plus bed frame by an arjo representative, it was observed that the side rail panel was partially detached from the side rail mechanism (the screws holding the panel to the mechanism were pulled out). The issue occurred at time of use the bed by a patient. No injury was reported.

Manufacturer narrative:
At time of pick up a citadel plus bed frame by an arjo representative, it was observed that the side rail panel was partially detached from the side rail mechanism (the screws holding the panel to the mechanism were pulled out). The issue occurred at time of use the bed by a patient. No injury was reported. The arjo representative arrived to the customer facility on the customer's request. The customer called arjo and claimed that the side rail was hanging off and was not locking in an up (locked) position. During interview conducted at time of pick-up the bed, the patient informed that the side rail broke when he was sleeping. Both (the patient and the nurse) did not know what had happened. The technician observed that the width extension sections which allows to extended the width of the bed were not used (the bed overall width is 40,6 in / 103 cm) although the mattress placed on the bed (arjo maxxair ets serial number (B)(6)) was set on width 48 in / 121,9 cm). When extension frames were not used, the mattress could push on the side rail, resulting in their damage and subsequent detachment. The citadel plus instruction for use (831.374) instructs user to ¿always use a mattress of the correct size and type.¿ ¿make sure all eight width extension sections are extended. Using the bed without all extensions in the same position may cause damage to the bed as well as create an unsafe condition.¿ based on the above, it has been determined that the side rail was damaged by lack of use the width extension frames. The new bed was delivered to the customer and the functional training was provided. To conclude, the side rail was damaged and from that perspective the citadel plus bed did not meet the performance specification. The bed was in use. No injury was reported. The complaint was decided to be reportable due to the side rail panel partial detachment.